Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false upstream occlusion during testing. 'False upstream occlusion' was confirmed during the event history log (ehl) review but not reproduced during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Service evaluation verified the false upstream occlusion. The cause was identified to be the ultrasonic sensor being out of specification and failing calibration which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device alarmed false upstream occlusion. No additional information is available.